Event description:
The customer called to report that he has not been able to use the sensors for a while due to not getting any reaction when connecting the transmitter to the sensor. The customer also reported that the paramedics were called to his home after experiencing a low blood glucose of 31 mg/dl. The customer stated that he feels his basal rates need to be adjusted. The customer declined troubleshooting for low blood glucose levels, and stated he wanted to speak with his doctor first. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.